Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 3 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to 1-2. On (B)(6) 2017, a second procedure was performed to treat recurrent mr with a grade of 4. It was observed that the second clip, implanted on (B)(6) 2014, had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was a lot of movement of the slda clip and the posterior leaflet was damaged. One clip was implanted medial (a3/p3) to the slda clip for stabilization and mr was reduced to 3-4. A second clip delivery system was advanced in attempt for placement between the clip at a2/p2 and the slda clip. It was noted that visualization was difficult due to shadowing of the first two clips, but grasping was very good. Two minutes after deployment, the clip tore off the posterior leaflet and remained attached to the anterior leaflet (slda). It was noted that visualization was difficult after 4 clips. The patient was stable; however, mr remained at 4. Catecholamine was administered and the patient was sent directly for mitral valve replacement surgery. During surgery, it was noted that the mitral valve was totally destroyed by the mitraclips. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue at this time. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported poor image resolution was a result of the limited visualization during the procedure due to shadowing. The reported worsening mr was likely a result of patient/procedural conditions due to the slda. The reported tissue damage was related to movements of the slda clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.